Event description:
It was reported that when they connect their recharger to the charger, it appears if it's charging but the battery level doesn't increase. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).